Event description:
Client requires bipap increasingly and discharged from hosp (B)(6) 2019 to home to use bipap for continued respiratory support. Client has apnea intermittently, required hand ventilation due to bipap failure, and transport to ER via ems for resp, distress - stabilized in ER on continuous bipap. Dates of use: 2017 - present. Diagnosis or reason for use: apnea. Is the product compounded? No. (B)(6).